Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding") in a 29-year-old female patient who had essure (batch no. 654846) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression. Concurrent conditions included obesity, gerd, urinary tract infection, vomiting, nausea, fever, abdominal bloating, vaginitis, conjunctivitis, vaginal itching, vaginal burning sensation, menometrorrhagia, irregular menstruation, hypothyroidism, pain in hip, frequency urinary, weight gain, concentration loss and uterine bleeding. Concomitant products included atorvastatin, escitalopram oxalate (lexapro), fluoxetine hydrochloride (prozac), levonorgestrel (mirena), lisinopril and metformin. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstruation irregular ("unusual periods (irregular and prolonged menstruation)"), depressed mood ("she was no longer as happy / depressed"), asthenia ("she was no longer energetic"), dysmenorrhoea ("severe menstrual pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse / painful intercourse"), back pain ("back pain / lower back pain"), mood swings ("mood swings") and migraine ("migraine"). The patient was treated with surgery (laparoscopic robot assisted total hysterectomy, bilateral salpingectomy, frozen section) and surgery (dilation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menstruation irregular, asthenia, dysmenorrhoea, dyspareunia, back pain and migraine outcome was unknown, the genital haemorrhage, abdominal pain lower and abdominal pain was resolving and the depressed mood and mood swings had not resolved. The reporter considered abdominal pain, abdominal pain lower, asthenia, back pain, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, menstruation irregular, migraine, mood swings and pelvic pain to be related to essure. The reporter commented: the plaintiff's husband said that the couple's level of sexual intimacy declined as she suffered from painful intercourse. Additionally, he was forced to take on full household duties, while caring for his wife, post-hysterectomy. Right- 0 trailing coil and left 3 trailing coil she did not claim that you are allergic to nickel or any other component of essure. She did not claim that you experienced a hypersensitivity reaction to nickel or any other component of essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: coils were in place, fallopian tubes occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: pfs received. Events- "back pain, mood swings, migraine", reporter, lot number added from pfs. Concomitant, historical condition added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding") in a 29-year-old female patient who had essure (batch no. 654846) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression. Concurrent conditions included obesity, gerd, urinary tract infection, vomiting, nausea, fever, abdominal bloating, vaginitis, conjunctivitis, vaginal itching, vaginal burning sensation, menometrorrhagia, irregular menstruation, hypothyroidism, pain in hip, frequency urinary, weight gain, concentration loss and uterine bleeding. Concomitant products included atorvastatin, escitalopram oxalate (lexapro), fluoxetine hydrochloride (prozac), levonorgestrel (mirena), lisinopril and metformin. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstruation irregular ("unusual periods (irregular and prolonged menstruation)"), depressed mood ("she was no longer as happy / depressed"), asthenia ("she was no longer energetic"), dysmenorrhoea ("severe menstrual pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse / painful intercourse"), back pain ("back pain / lower back pain"), mood swings ("mood swings") and migraine ("migraine"). The patient was treated with surgery (laparoscopic robot assisted total hysterectomy, bilateral salpingectomy, frozen section) and surgery (dilation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menstruation irregular, asthenia, dysmenorrhoea, dyspareunia, back pain and migraine outcome was unknown, the genital haemorrhage, abdominal pain lower and abdominal pain was resolving and the depressed mood and mood swings had not resolved. The reporter considered abdominal pain, abdominal pain lower, asthenia, back pain, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, menstruation irregular, migraine, mood swings and pelvic pain to be related to essure. The reporter commented: the plaintiff's husband said that the couple's level of sexual intimacy declined as she suffered from painful intercourse. Additionally, he was forced to take on full household duties, while caring for his wife, post-hysterectomy. Right- 0 trailing coil and left 3 trailing coil. She did not claim that you are allergic to nickel or any other component of essure. She did not claim that you experienced a hypersensitivity reaction to nickel or any other component of essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: coils were in place, fallopian tubes occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: update of quality-safety evaluation of ptc ( FDA codes update). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding") in a 29-year-old female patient who had essure (batch no. 654846) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. Concurrent conditions included obesity, gerd, urinary tract infection, vomiting, nausea, fever, abdominal bloating, vaginitis, conjunctivitis, vaginal itching, vaginal burning sensation, menometrorrhagia, irregular menstruation, hypothyroidism, pain in hip, frequency urinary, weight gain, concentration loss and uterine bleeding. Concomitant products included atorvastatin, escitalopram oxalate (lexapro), fluoxetine hydrochloride (prozac), levonorgestrel (mirena) from (B)(6) 2014 to (B)(6) 2017, lisinopril and metformin. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced abdominal pain lower ("cramping"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("unusual periods (irregular and prolonged menstruation)"), depressed mood ("she was no longer as happy / depressed"), asthenia ("she was no longer energetic"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse / painful intercourse"), back pain ("back pain / lower back pain"), mood swings ("mood swings") and migraine ("migraine"). The patient was treated with surgery (dilation and curettage and laparoscopic robot assisted total hysterectomy, bilateral salpingectomy, frozen section). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the genital haemorrhage had resolved. In (B)(6) 2018, the abdominal pain lower and abdominal pain had resolved. At the time of the report, the pelvic pain, menstruation irregular, asthenia, dysmenorrhoea, dyspareunia, back pain and migraine outcome was unknown and the depressed mood and mood swings had not resolved. The reporter considered abdominal pain, abdominal pain lower, asthenia, back pain, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, menstruation irregular, migraine, mood swings and pelvic pain to be related to essure. The reporter commented: the plaintiff's husband said that the couple's level of sexual intimacy declined as she suffered from painful intercourse. Additionally, he was forced to take on full household duties, while caring for his wife, post-hysterectomy. Right- 0 trailing coil and left 3 trailing coil. She did not claim that you are allergic to nickel or any other component of essure. She did not claim that you experienced a hypersensitivity reaction to nickel or any other component of essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: coils were in place, fallopian tubes occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jan-2019: plaintiff fact sheet received. Onset date of events unusual bleeding and abdominal pain in (B)(6) 2011, back pain in (B)(6) 2011 and cramping (B)(6) 2012. Outcome of events unusual bleeding cased in approximately (B)(6) 2017 and abdominal pain and cramping ceased in approximately (B)(6) 2018. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and menstruation irregular ("unusual periods"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and menstruation irregular outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menstruation irregular and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were in place, fallopian tubes occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstruation irregular ("unusual periods (irregular and prolonged menstruation)"), depressed mood ("she was no longer as happy"), asthenia ("she was no longer energetic"), dysmenorrhoea ("severe menstrual pain"), abdominal pain ("abdominal pain") and dyspareunia ("pain during intercourse / painful intercourse"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menstruation irregular, depressed mood, asthenia, dysmenorrhoea, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, asthenia, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, menstruation irregular and pelvic pain to be related to essure. The reporter commented: the plaintiff's husband said that the couple's level of sexual intimacy declined as she suffered from painful intercourse. Additionally, he was forced to take on full household duties, while caring for his wife, post-hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were in place, fallopian tubes occluded quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menometrorrhagia ("unusual periods (irregular and prolonged menstruation)"), depressed mood ("she was no longer as happy"), asthenia ("she was no longer energetic"), dysmenorrhoea ("severe menstrual pain"), abdominal pain ("abdominal pain") and dyspareunia ("pain during intercourse / painful intercourse"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menometrorrhagia, depressed mood, asthenia, dysmenorrhoea, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, asthenia, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, menometrorrhagia and pelvic pain to be related to essure. The reporter commented: the plaintiff's husband said that the couple's level of sexual intimacy declined as she suffered from painful intercourse. Additionally, he was forced to take on full household duties, while caring for his wife, post-hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were in place, fallopian tubes occluded. Most recent follow-up information incorporated above includes: on 11-may-2018: case correction: after an internal review, it was noted that plaintiff's husband reported further information. According to him, his wife was no longer as happy and energetic as she once was prior to undergoing the implantation of essure. She also experienced severe menstrual pain, irregular and prolonged menstruation, heavy and abnormal bleeding, pain during intercourse, abdominal pain and cramping. The plaintiff's husband said that the couple's level of sexual intimacy declined as she suffered from painful intercourse. Additionally, he was forced to take on full household duties, while caring for his wife, post-hysterectomy. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.